Manufacturer narrative:
The evaluation found the adhesive on the distal end forceps cover is peeling. Additionally, the customer's reported failed leak test; air / water supply connectors are loose was confirmed as the air/water inlet at the scope connector is loose and leaking; no fluid invasion observed. The image has multiple black dots and an intermittent vertical line and the bending section cover adhesive is cracked. A review of the repair history shows the scope was last serviced on may 10, 2018. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that a customer evis exera ii ultrasound gastro-videoscope was returned due to a report of a failed leak test; air / water supply connectors are loose that was observed during reprocessing. Upon inspection and testing, an adhesive malfunction was found as adhesive on the distal end forceps cover is peeling. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed no repair history was found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. Based on the physical evaluation, the potential cause of the reported event can be attributed to excessive force applied to the distal end. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor complaints for this device.